Event description:
It was reported the patient had treatment for occipital neuralgia since 2007 and just got a replacement in (B)(6) 2014. Something got pulled in the patient¿s neck and the patient wasn¿t able to run the stimulator. They noted this was the (B)(6) 2011. The patient had to take the electrodes out in (B)(6) 2012 and the patient had to heal up. The patient wasn¿t able to get a signal or use stimulation so the healthcare provider (hcp) decided to replace everything in (B)(6) 2014. Information regarding cause of event and patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 37752, serial# (B)(4), implanted: 2007 (B)(6); product type recharger product ID 3 7742, serial# (B)(4), implanted: 2007 (B)(6); product type programmer, patient product ID 3777-45, serial# (B)(4), implanted: 2007 (B)(6), explanted: 2014 (B)(6); product type lead product ID 355029, lot# n123471, implanted: 2007 (B)(6), explanted: 2014 (B)(6); product type accessory. (B)(4).